Manufacturer narrative:
The customer site was (B)(6). Manufacturer's investigation conclusion: the reported external cosmetic damage to the driveline's silastic sleeve was confirmed via images provided by the account. The afflicted area was covered in rescue tape and the patient remains ongoing on (B)(4). No further events have been reported at this time. The submitted log file contained data spanning from day 328 hour 12 minute 42 to day 328 hour 18 minute 15, per the time stamp. Throughout the log file the device operated as intended above the low speed limit and no notable alarms were captured. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the upper layer of the patient's driveline was broken. The issue was fixed with rescue tape. There were no associated alarms.